Manufacturer narrative:
Mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: unit received had the handle closed without the transitional being inserted. This caused the handle to become misshaped. The handle was reopened to accept the new transitional. The shock cushion, adjustment wrench and finish cap were worn. General maintenance was performed and all worn components were replaced. Root cause analysis: complaint confirmed via inspection of the unit. The returned unit had the handle closed without the transitional installed, causing the handle to become misshaped. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the transitional on the mayfield ultra base unit (a2101) would not go into place due to being locked without it. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.